Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead was oversensing with noise, reproducible with isometric manipulation. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.